Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 196 mg/dl after breakfast and a brief pump disconnection for a shower, with meal announcement confirmed and a subsequent blood glucose of 175 mg/dl; the user also referenced a separate low event recorded elsewhere. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.